Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. The head was revised. Patient was revised again on (B)(6) 2015 due to dislocation. The dislocation was due to a failure of competitor cup and liner. The head was removed and replaced.